Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter-employed nurse from (B)(6) of break in aseptic technique and peritonitis coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). It was reported that dianeal therapy remained ongoing. On an unreported date, the patient experienced a break in aseptic technique. On an unreported date the patient experienced peritonitis, requiring hospitalization. The patient was hospitalized on the (B)(6) 2012. The cause of the peritonitis was reported to be the break in aseptic technique. On an unreported date the patient began remedial treatment with an injection of vencogen (1g, ip), injection of tazin (4.5 gm, IV, bid) and an injection of unizox (1gm, IV, every day). The peritonitis was resolving. The patient was retrained on proper aseptic technique.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and serious injury was confirmed because the nurse reported a break in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause was undetermined.